Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information reported indicated that this right ventricular (rv) lead was tested via pacing system analyzer (psa) with 2 different cables and 2 different adapters. The impedance trends still yielded out of range measurements. It was also reported that the terminal pin/helix interface was not working. It was then decided to change out the lead. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that during this right ventricular (rv) lead implant, high impedances greater than 200 ohms were observed. It was also reported that there was noise and no sensing detected on the terminal pin/lead tip, when connected to the pacing system analyzer (psa) in unipolar configuration. The lead was not used and was successfully replaced. No adverse patient effects were reported.